Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor image quality was confirmed. The following additional issues were also identified; flooding of image capture, cable flooding, and loose scope mount. Based on the results of the investigation, the cause of the issues could not be identified by the information obtained from this complaint and the investigation results. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU). The subject device was checked. As a result, no abnormality was found. The following statement is included in the ¿warning¿: if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. If for some reason the endoscopic image disappears or focus adjustment fails during endoscopy, and you do not know how to recover, turn off the camera control unit and then turn it on again. If the camera control unit still does not return to normal and observation cannot be performed, immediately turn off the camera control unit, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue its use. It is extremely dangerous to leave the endoscope inserted in the patient when the image disappears or when the endoscope cannot be observed, or to pump air/water, suction, or perform other procedures. When various types of instruments are being used, withdraw the instruments in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head presented poor image quality. There was no patient involvement. No additional information was available from the reporter.